Manufacturer narrative:
No button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was alarming button error and battery out limit. Customer stated they had been in the hospital for a spinal operation and is unable to clear the alarms. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 156 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.